Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
Patient received two inappropriate shocks due to oversensing of noise. Patient was brought into the clinic and noise was reproducible with movement. Discussed that it is likely due to noise and ts asked if imaging was available which there was not. System was reprogrammed to secondary and will be monitored. No adverse events.